Event description:
It was reported that during an unspecified endoscopic procedure, the hydrophilic tip of the 0.035 jagwire guide wire detached during the "first use" of the device. No further information is available. Additional information has been requested.